Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Office testing found the noise was reproduceable. The shock impedance was 107 ohms, which is high but within normal limits. No programming changes were made. There were no additional adverse patient effects. The system remains implanted.